Event description:
The account alleged that the scale is only reading "off" and cannot be changed. The account found white corrosion in the scale/ppm board.

Manufacturer narrative:
Repairs have not been completed.